Event description:
The surgeon was given an echelon stapler. When the stapler was fired onto the tissue, it locked and the surgeon has to use the manual override to release the tissue, therefore causing a hematoma on the anastomosis which requires an extra stapling to repair the defect in the tissue. Further investigation of the stapler, the ethicon stapler rep noted that a 45 load was placed in a 60 stapler. There is no numbers given.what was the original intended procedure?laparoscopic gastric bypass with draining gastrostomy tube.